Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it was discarded by the user facility. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the indeterminate endoleak is identified as type 3b endoleak of the bifurcated stent graft. The malposition of the infrarenal aortic extension and explant of the implant device is confirmed. This is moderately consistent with the reported adverse event/incident. The most likely causation for the type 3b endoleak is user related (extra manipulation caused by advancing the bifurcated stent graft through the non-endologix stents in right common iliac artery): cautionary product use. The contributing factors for the bilateral renal artery occlusion was likely the malposition of the infra renal extension placed higher than planned (related to user error). The final patient status was reported as being stable post open repair. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2 correction: b5: describe event or problem has been updated d4: expiration date has been updated d7: explant date has been updated g1/g2: contact office - name has been updated g4: date received by manufacturer has been updated h6: device code: remove code 3190 h6: result code: remove code 3233 h6: conclusion code: remove code 11.

Event description:
The patient was initially implanted with a bifurcated stent graft and two (2) infrarenal stent graft extensions to treat an abdominal aortic aneurysm (aaa). Reportedly, at the end of the procedure a final computed tomography angiography (cta) revealed a intraoperative endoleak of indeterminate origin. The physician elected to implant a second infrarenal stent graft and a computed tomography angiography (cta) revealed that the infrarenal stent graft was occluding more than half of the superior mesenteric artery and the renal arteries. The physician then elected to convert to open surgery and completed the procedure with a y-shaped (non - endologix) aortic graft. The patient was reported to be doing well.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.

Event description:
The patient was initially implanted with a bifurcated stent graft and two (2) infrarenal stent graft extensions to treat an abdominal aortic aneurysm (aaa). Reportedly, at the end of the procedure a final computed tomography angiography (cta) revealed a intraoperative endoleak of indeterminate origin. The physician elected to implant a second infrarenal stent graft and a computed tomography angiography (cta) revealed that the infrarenal stent graft was occluding more than half of the superior mesenteric artery and the renal arteries. The physician then elected to convert to open surgery and completed the procedure with a y-shaped (non - endologix) aortic graft. The patient was reported to be doing well.